Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed the self test and displacement test. No pump error 53 and pump error 23 alarms were noted during testing. However, the history download confirmed pump error 53 (line number 709 file number 1216 esf# = 3764385) alarms on 03/28/2023 at 14:37:33.000 due to hardware error. Pump error 23 was noted in pump downloaded history on 03/28/2023 02:46:54.000. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: pillowing keypad overlay, stained serial number label and stained keypad overlay. Pump error 53 (line number 709 file number 1216) alarms confirmed in the pump history on 03/28/2023 at 14:37:33.000, problem isolated to electronic assembly. No unexcepted pump error 23 noted during testing. Pump error 23 was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 23 - post-reset ram crc alarm and pump error 53 - software error detected. Troubleshooting was performed. Customer was able to clear the alarm and complete pump rewind. Error table does not indicate the pump should be replaced. Customer stated that the issue reoccurred and was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.